Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: (B)(4). Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose fell below 70mg/dl while wearing the pod on the arm. Subsequently, emergency medical technicians were contacted and arrived at the patient's place of employment. Patient was treated on site via intravenous delivery of glucose and drank chocolate milk. Patient refused request to be taken to the hospital. After patient spoke with their physician, basal delivery rate was decreased from 1.3u/hr to 1.0u/hr.